Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was inflated twice, both at 12 atmospheres for 10 seconds; however, the balloon ruptured on the second inflation. The device was completely removed and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition.